Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular fibrillation (vf) occurred during the implant of a lead. The lead was removed and medical intervention was provided. The operation was stopped. No further patient complications have been reported as a result of this event.